Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) discussed possible troubleshooting options and recommended xray. The impedance measurements were high within normal limits measuring greater than 145 ohms. The day after, x rays were performed, the quality of the image was poor, however electrode appeared to be in adipose tissue, ts discussed further troubleshooting options to understand reason for high impedances and oversensing. Additionally, it was noted that tachy therapy was turned off while the patient was in the hospital. Subsequently this sicd was explanted and successfully replaced. No additional adverse patient effects were reported.